Manufacturer narrative:
The astral device was returned to resmed. Review of the device logs confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message. There was no harm or serious injury reported as a result of the incident.